Event description:
Info rec'd indicates the bed would not lock into brake. The bed would move and roll when in brake.

Manufacturer narrative:
The tech found the brakes would set but wax buildup and wear on the casters allowed them to roll while the brakes were set. The tech replaced the worn casters and brake bushing to repair the bed.